Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 87mg/dl. Troubleshooting was performed. The drive support cap was not loose or protruded. Assisted the caller to run the displacement and self test and they passed. Advised the caller to disconnect from the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the prime test as a result of a loose drive support disk. Further testing could not be performed due to the motor error alarms. The device was not able to vibrate due to a broken vibrator black wire.